Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes that there was difficult/unable to pierce through stopper. The following information was provided by the initial reporter: the needle of syringe doesn't penetrate the cap of the tube, which lead to removing the cap during the process of drawing the sample every time.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes that there was difficult/unable to pierce through stopper. The following information was provided by the initial reporter: the needle of syringe doesn't penetrate the cap of the tube, which lead to removing the cap during the process of drawing the sample every time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.